Event description:
It was reported that the patient was experiencing an infection at their ipg site. Oral medication was given to patient for several weeks, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event estimated. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.